Manufacturer narrative:
This event occurred in germany. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Alber has requested the involved device for investigation.

Event description:
When leaving the house in forward motion on (B)(6) 2024, the end customer drove/fell down the stairs and injured himself (basilar skull fracture). According to the mother, the device started moving uncontrollably and could no longer be stopped. The end customer is undergoing clinical treatment and is stable so far. The involved wheels are from an e-motion m25 (duo drive), which were provided to the customer by the medical supply store for use on a temporary/loan basis, as the original wheels need to be repaired. The rental wheels were provided to the customer without a duodrive control unit.